Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a shocking impedance <20ohms, >125ohms. Pacing parameters are acceptable. An invasive procedure was performed and it was discovered that the set screw was loose. The set screw was tightened and the issue resolved.